Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon withdrawal resistance occurred, resulting in a balloon and tip detachment. The physician was attempting to post-dilate a stent located in the right coronary artery (rca) with a 9/3.0 nc monorail balloon catheter. The balloon inflated and deflated without complications. When an attempt to remove the balloon catheter was made, the balloon became stuck within the stent. Several attempts were made to release the balloon by inflating and deflating the balloon. The balloon would not release from the stent. Eventually, the balloon and tip section detached from the catheter, leaving that section remaining inside the stent. The use of several wires and snares were attempted to free the balloon and tip from the stent, however, this was unsuccessful. The detached section can be visualized under angiography, confirming that it's location is still within the stent. The pt was on plavix at the time, therefore, was not a candidate for surgery. The current pt condition is unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.